Event description:
It was reported that the customer had an issue when she tried to take the needle out of a sensor that was inserted. Customer stated that the needle hub was not coming out after insertion and she felt pain when she took the sensors out. Customer stated that it was also crooked. Customer will be sent replacements. No further assistance needed.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed a visual inspection. They found an insertion needle bent inside sensor base. They were unable to confirm that the customer received a sensor in that condition because the customer returned the sensor in opened/used condition.